Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the left atrium with the pigtail catheter cannulated in the appendage. The echo physician noticed a mobile thrombus in the atrium attached to the tip of the was. The patient's activated clotting time (act) was 309sec. The physician started to aspirate the was as well as the pigtail and the thrombus was still there. They decided to aspirate the pigtail and pull it back into the was while aspirating the was. Then they pulled it across the septum continuously aspirating as they pulled it across. At that point, they withdrew the was from the patient and assessed it for the thrombus, but there wasn't one. The physician opted to proceed with the procedure. Heparin was administered; the act was 309. The physician requested more heparin. After waiting a few minutes, he proceeded with another transseptal crossing. A 21mm watchman closure device was successfully implanted in the laa. No further patient complications were reported. The patient suffered no neurological deficits; there were no changes from his baseline status and he was successfully discharged from the hospital.